Manufacturer narrative:
Measure: this issue only impacts this specific device. Analyze: cas, (B)(6) has reviewed the open call for procedure #(B)(6). Patient suction ring centration is good with adequate suction. Patient movement is noted throughout the procedure. Scheimpflug scans #(B)(6) were blocked. Scans #(B)(6) were successful. Capsulotomy begins at frame #(B)(6) with clean breakthrough at frame #(B)(6). Ak #(B)(6) began at frame #(B)(6). Ak #(B)(6) began at frame #(B)(6). The camera has poor imaging likely caused by patient positioning or patient drapes. Laser functioned as designed. Patient injury involved: fullthickness incision; a bandage contact lens was placed. Root cause: patient position/patient drapes contributed to the poor localized imaging resulting in a full thickness arcuate incision.

Event description:
On (B)(6) 2022, while onsite for sda dr. (B)(6) (B)(4) reported to (B)(6) that on the last patient of the day (surgery ID #(B)(6) the nasal arcuate incision was full thickness.